Event description:
Practitioner reports a pt experienced irritation and red eye after 25 days of continuous wear. Pt was seen with two small sub-epithelial lesions in the superior mid-central cornea with mild surrounding corneal edema. There was no fluorescein uptake. A mild anterior chamber infiltrate was noted. Pt was treated for suspected microbial keratitis without ulcer formation. The resulting corneal scar is not in the visual axis, therefore, the vision has not been affected. The pt did not return for follow-up. However, the pt reported they have recovered and continue to wear lenses on a daily wear basis.